Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited changes in r-wave measurements, decreased pacing impedance measurements of 280 ohms, varied shock impedance measurements including a high measurement of 120 ohms and variable loss of capture (loc) at various outputs. A chest x-ray showed that the lead had dislodged. The dislodgement was felt to be due to migration of this implantable cardioverter defibrillator (ICD) in the device pocket. An invasive procedure was performed. The lead was explanted and replaced. This ICD remains implanted and in service. No additional adverse patient effects were reported.